Event description:
It was reported that the heartstart mrx did not have ac power. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.